Event description:
It was reported that it was a difficult insertion. Clinician stated that catheter was very fragile. Reported information indicates that ctheter and guidewire became kinked. A vessel dissection was performed on right iliac artery to remove assembly. Another iab was inserted. There were no reported complications.